Manufacturer narrative:
The following info from section f was completed by the MFR: quality assurance analysis of the returned device revealed the unit was returned in two separate pieces. The core wires was kinked and broken distal to the center solder. The coils were stretched and separated. Scanning electron microscopy revealed the unit had multiple fatigue origins along the convex surface of the core wire. These origins and the dimple ruptures noted indicate that the wire separated due to tensile overload. Quality engineering concluded, based on the returned unit and the sem analysis, that the wire separation resulted from tensile overload. The reported anatomical difficulties would indicate the wire was subjected to force beyond its design limits. As part of our quality process, 100% of all guide wires are inspected microscopically during the packaging phase of mfg for damage, bends and kinks to ensure proper device structure and integrity. Quality assurance will continue to monitor for this type of product performance issue. No follow-up action is warranted at this time. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the tip of the guide wire could not be seen under fluoroscopy, which instigated removal of the guide wire and balloon catheter as a unit. Upon removal, it was noted the guide wire core had separated. The coils were intact, which prevented complete separation. Reportedly, no pt injury was associated with this event.